Event description:
It was reported that the patient's spectra penile prosthesis was replaced due to proximal perforation. The patient was dissatisfied. No further patient complications reported in relation to this event.